Event description:
Infection - vagina [vaginal infection]. Vagina infection - tampon [medical device site infection]. Tampon leave cotton residue [foreign body in reproductive tract]. Tampon left cotton [device breakage]. Case description: consumer reported via social media that tampons would leave cotton residue. No serious injury reported.